Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the loop became unable to detach due to one of the following mechanisms: - 1. The loop was pinched. 1) a loop was placed over the tissue. 2) the tube sheath was pushed out, and the distal end of the tube sheath was used to temporarily ligate the tissue. 3) under the conditions described in 2), the slider was pulled to tighten the loop. 4) the loop was released from the main body of the device, causing it to detach from the hook within the tube sheath. 5) when the hook extended from the distal end of the coil sheath, the loop moved proximally and entered the coil sheath. 6) pulling the hook retracted both the hook and the loop into the coil sheath, causing the loop to become pinched between the hook and the inner surface of the coil, making it immobile. 7) by forcefully operating the slider under the conditions described in 6), the operating pipe deformed and subsequently broke. - 2. The sheath was bent too much. 1) the sheath was bent near the handle. 2) due to the increased sliding resistance between the sheath and the operating wire, it became impossible to move the operating wire. 3) forcefully operating the slider caused the operating pipe to deform and break. 4) as a result of the above (3), the loop could not be detached from the hook. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use ligating device's handle broke off during an unspecified procedure. There were no reports of patient harm.